Manufacturer narrative:
An event of "structural valve deterioration (calcification)" was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2011, a 21 mm trifecta valve was implanted in a patient with chronic renal insufficiency (unknown if dialysis required). On (B)(6) 2017, echo showed degeneration of the valve. On (B)(6) 2017, the patient was diagnosed with structural valve deterioration due to calcification and a valve-in-valve procedure was performed. A 23 mm medtronic evolut valve (sn: (B)(4)) was implanted within the failed prosthesis. Per report the patient was discharged on (B)(6) 2017. (Clinical study patient ID: (B)(6)).